Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, the doctor found the spring wire guide (swg) unraveled during used on the patient." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.